Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there many scratches near the display window of the insulin pump. The customer's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis and a replacement device was shipped to the customer.